Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4: batch # 913a53. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 913a53, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was transecting the final part of the stomach ¿ upon firing the stapler motor stopped and appeared to have misfired. The device would not open so the knife reverse switch was used which opened the device. Upon removal of device, malformed staples were observed, and the end of the anvil had been significantly bent. The surgeon has advised the boujie was not stapled, and the tissue did not appear hard/thick ¿ as it is the top of the stomach this would be unusual. The defect at the top of the stomach was sutured. The procedure was delayed by an additional 10-15 minutes.